Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, there was no pacing and no sensing on the lead. The lead was replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for evaluation. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead noted outer coil damage consistent with that occurring during the time of explant. No further anomalies were noted.